Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 800 mg/dl; cause was not known. Reportedly, the customer experienced a coma due to bg level. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged from the ICU on 10/1/25 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.